Manufacturer narrative:
Concomitant medical products: 4285 lead, implanted on (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was pushing out and was visible through the skin but had not broken the skin. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.